Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient had been hospitalized due to high ketone levels measured at 2.8 mmol/l. The patient was not feeling well, was vomiting and decided to go to the hospital. When the pod was removed at the hospital, it was noted the pink slide did not move forward and the cannula deployed but did not insert into the infusion site; indicating the needle mechanism did not function as intended. The patient was treated with insulin utilizing intravenous therapy. The patient was discharged the following day.